Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the distal end of the stent were lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-jun-2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a non-bsc guide wire crossed the lesion, predilation was performed with a 2.5x15mm non-bsc balloon catheter. A 3.00 x 20 synergy drug-eluting stent was advanced and was tried to cross multiple times but the stent still failed to cross the lesion. The procedure was completed with another of same device. No patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.